Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation below 6 atmospheres, the balloon ruptured. The device was removed using normal method and completed the procedure with a different device. There were no patient injury reported and the patient is in good condition.